Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device generated a lot of heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the a cutter was stuck inside the device; hence, the pre-repair diagnostic assessment could not be performed and the reported condition of the device generating a lot of heat could not be confirmed and an assignable root cause could not be determined. However, once the device was taken apart, it was noted that there was excessive blood residue a and medical debris in the bearings which determined to have caused the failure. Furthermore, it was determined that he device had corrosion which was a typical result of insufficient cleaning after clinical procedures. This failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use was also classified as user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.